Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they went to swimming in the pool and no visible cracks to insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests and unable to confirm/not confirm a critical pump error due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7 (heavy corrosion), da1, j1, j2, u1; pcba2--j1, lcd flex cable terminal; home motor switch (rust). A known good pcba2 was plugged into pcba1 and then both boards were inserted into the case. A blank display was noted after battery insertion. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the case. In this configuration the unit booted up to a critical pump error. Attempt to download/upload using crest/thus was successful. The software version was able to be obtained from the insulin pump history file. Pump error 35 is found in the long trace file. The pump error 35 occurred on 8/1/2021 at 3:09:02 pm. The force sensor zero offset measured in specification. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error and the blank display are due to the severe corrosion on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.